Event description:
It was reported that: "patient was revised due to poly wear." The exact implantation date was not provided, however, it was indicated that the reported devices were implanted in 1993.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same patient/event as MFR # 2249697-2010-00948.